Manufacturer narrative:
Insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring and cracked belt clip slot at battery tube threads area. (B)(4).

Event description:
Customer called to report damage to the insulin pump. Customer stated that the o-ring in the reservoir compartment was torn in half and not in the pump. Customer's blood glucose reading was 168 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.